Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician contacted fresenius technical support to request an inspection of the 2008t hemodialysis (hd) machine after a hospital patient passed away during dialysis treatment. The patient¿s doctor had ordered hd as the patient was in very bad health (unspecified). At the last minute of treatment, the patient flatlined and passed away. There were no issues during the dialysis treatment (no alarms or machine issues). There were no reported patient complaints or problems. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Correction: b3 (event date).

Event description:
A biomedical technician contacted fresenius technical support to request an inspection of the 2008t hemodialysis (hd) machine after a hospital patient passed away during dialysis treatment. The patient¿s doctor had ordered hd as the patient was in very bad health (unspecified). At the last minute of treatment, the patient flatlined and passed away. There were no issues during the dialysis treatment (no alarms or machine issues). There were no reported patient complaints or problems. Attempts to obtain additional information were unsuccessful.

Event description:
A biomedical technician contacted fresenius technical support to request an inspection of the 2008t hemodialysis (hd) machine after a hospital patient passed away during dialysis treatment. The patient¿s doctor had ordered hd as the patient was in very bad health (unspecified). At the last minute of treatment, the patient flatlined and passed away. There were no issues during the dialysis treatment (no alarms or machine issues). There were no reported patient complaints or problems. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Clinical review: there is a temporal relationship between hemodialysis treatment utilizing the 2008t hd machine and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the 2008t machine. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient was in the hospital for unknown reasons and the physician ordered hemodialysis due to the patient¿s reported bad health status. Acute kidney injury, which leads to a sudden decline in kidney function, is a common and serious complication of hospitalization in the adult population with mortality rates from 45-70%. The patient expired during the treatment, but no issues with the patient or treatment were reported. Based on the available information and no allegation or evidence of a malfunction or deficiency, the fresenius 2008t hemodialysis machine can be excluded as the cause of the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.